Event description:
It was reported that this right atrial (ra) lead had an insulation breach when the pocket was opened. This lead insulation was repaired. This lead remains in service. No additional adverse patient effects were reported.